Event description:
Reported that "during a laparoscopic ovarian cystectomy, a popping sound was heard at the ground pad site. Upon examination of the site a burn was noted. It was cleaned and treated with a topical application of silvadene and dressed. No long term injury is anticipated."